Event description:
The complainant reported that an impella system was prepared and primed, and introducer sheaths were placed. Following sheath placement, a clinical decision was made to initiate venoarterial extracorporeal membrane oxygenation (va ECMO) due to patient anatomy. No issues or malfunctions were reported with the introducer device. No signs or symptoms of patient injury or patient harm were reported in association with this event.

Manufacturer narrative:
A4 weight, a5 ethnicity, a6 race are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B5. Additional event description added. D2a. Common device name corrected. D2b. Procode corrected. D4. Lot, catalog, serial, expiration date and primary UDI number corrected. D6a. Implantation day, month and year added. D6b. Explantation day, month and year added. G4. PMA/ 510(k) corrected. H4. Device manufacture date corrected.

Event description:
Additional information received from clinical review that reports an impella cp device was inserted via the femoral artery in a 36-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Patient's comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. The impella was primed and, once sheaths were in place, the decision was made to place va ECMO due to the patient¿s anatomy. The additional device (ECMO) was placed without any observed impact on the patient¿s hemodynamic status.